Event description:
Customer contactedbeckman coulter regarding an erroneously elevated troponin (accu tnl) result from one (1) patient sample that was generated by the synchron lx I 725 instrument. The initial accu tnl result was: 7.8ng/ml. The initial result was reported outside of the laboratory. The customer performed a correlation study on a different instrument. The repeated accu tnl results were: 0.05/0.07ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc and system check information have not been provided. The specimen information has not been provided. The customer centrifuges specimens at 4,700 rpm for 3-5 minutes. A field service engineer (fse) was dispatched to the customer lab on 06/06/2006. The fse verified all alignments and performed a major preventive maintenance (pm). The fse performed troponin precision testing, which met specifications. The fse verified the instrument was operating per established procedures. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.